Event description:
A medwatch (0900110000-1998-009) was rec'd stating "on 5/4/98, stapler/cutter failed to fire, necessitating repeat anastomosis of colon and small intestine with new stapler/cutter." 6/2/98 the rep reports the case was delayed approx 45 minutes. There was no consequence to the pt. 6/4/98 the rep reports the device was used during an exploratory laparoscopy, repair of umbilical hernia and small bowel resection. It was reported the surgeon attempted to complete an anastomosis by utilizing small bowel. He claims the instrument did not fire properly (incomplete staple line). This caused the procedure time to be increased by approx 30 minutes. The surgeon utilized another tlc55 and completed the anastomosis with no concerns.